Event description:
The event is reported as: trigger on device jammed and broke off completely during treatment. No pt injury or intervention was reported.

Manufacturer narrative:
No sample is available for investigation. The results of the investigation are not available at the time of this report. A follow-up report will be sent when investigation is completed.